Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer reverted to an alternate method of insulin therapy.